Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported during a sterilization process, someone probably drop the hand piece which completely break down in part. No patient involvement.

Manufacturer narrative:
(B)(4). Additional information: the handpiece was received disassembled, the nose cone was returned inside of a small bag. Upon visual inspection it was observed that the nose cone was cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components and it was observed that the internal wires were disconnected and a degradation of the hand activation wire outer jacket. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch history records were reviewed with no anomalies noted during the manufacturing process.